Event description:
Device report from synthes europe reports an event in (B)(6) as follows: fracture of osteosynthesis plate 2 days after allowed load bearing, patient (B)(6), operated 2 months before for diaphyseal femur fracture between knee prosthesis and hip prosthesis. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
An investigation was conducted and it states that based on the topography of the fracture surface we can conclude that the implant was subjected to dynamic bending loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force which finally led to the material overload and fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. (B)(6). Date of event: (B)(6) 2013. Placeholder.

Manufacturer narrative:
Placeholder.